Manufacturer narrative:
Update 08-aug-2016: this case should be deleted because it is a duplicate of the case (B)(4). The case will be deleted from bayer database.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a (B)(6) female plaintiff in united states on 10-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. It was reported that while doctor was placing essure the spring released and went up her tube. Doctor said it was a defective essure device and had to remove the same day. Emergency tubal ligation surgery was performed. Patient almost passed out from the pain during implant insertion. Blood pressure dropped. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that while doctor was placing essure the spring released (interpreted as device deployment issue) and went up her tube (interpreted as suspicion of fallopian tube perforation). The event suspicion of fallopian tube perforation is serious due to its medical importance and listed in the reference safety information for essure. In this case, it was not clear what really happened during essure insertion and a suspicion of fallopian tube perforation was considered since plaintiff almost passed out from the pain during essure insertion and essure was removed on the same day of insertion. Based on a positive temporal relationship, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since device removal was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up 17-jun-2016: legal claim was received from lawyer on behalf of plaintiff. Essure indication was added, permanent sterilization. Unfortunately, this implant procedure was far more complicated and painful. During the procedure, the essure device failed to properly implant and consumer was required to be rushed to the emergency room to have the devices, as well as her fallopian tubes, removed to prevent further damage. This procedure caused a considerable amount of pain and required her to miss two and a half weeks of work to recover. Further, she was in a considerable amount of pain, and unable to have any intimate relations for over six months after this procedure. This failed implant procedure is a direct and proximate cause of the physical and emotional anguish. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that while doctor was placing essure the spring released (interpreted as device deployment issue) and went up her tube (interpreted as suspicion of fallopian tube perforation). According to additional information, this case became legal. The event suspicion of fallopian tube perforation is serious due to its medical importance and listed in the reference safety information for essure. In this case, it was not clear what really happened during essure insertion and a suspicion of fallopian tube perforation was considered since plaintiff almost passed out from the pain during essure insertion and essure was removed on the same day of insertion. Based on a positive temporal relationship, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since device removal was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs